Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on stored electrograms (egm), resulting in false collections of atrial high rate episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.